Event description:
During medical review of previous revision the following information was revealed: on (B)(6) 2009 the patient attended the emergency department, complaining of bleeding and oozing from the wound site, for which antibiotics were prescribed. On (B)(6) 2010 the patient is referred to dermatology for investigation due to continued bleeding and oozing from the wound. On (B)(6) 2010 the patient undergoes a surgical debridement and lavage of the wound and a active suction drain is inserted. Wound cultures taken on the (B)(6) 2010 indicate a coagulase negative staphylococcus. On (B)(6) 2010 the patient reports to hospital complaining of pressure and bulging in the scar over the hip joint. The swelling is perforated, pus is evacuated and the wound is irrigated and packed. On (B)(6) 2010 the patient undergoes a surgical procedure to remove an intrapelvic abscess, debridement of soft tissue and the extraction of all prosthesis. During this procedure the old extended osteotomy breaks and is fixed with a single cerclage wire. On (B)(6) 2010 the patient reports reduced but still present redness. On (B)(6) 2010 the patient undergoes CT-guided drain placement in the left iliopsoas for continued oozing. On (B)(6) 2011 the patient undergoes a procedure to remove the cerclage wire. During the remainder of (B)(6) 2011, the patient is seen 3 times for wound oozing, pain and high temperature. On (B)(6) 2011 a new strain of cns is identified. On (B)(6) 2011 the patient undergoes a resection of a fistula, curettage of femur, wound abrasion and bone debridement. In (B)(6) 2011 the patient undergoes further surgical debridement of wound following complaint of pain, high temperature and copius drainage from fistula sinus. On (B)(6) 2011, the patient is reviewed where the left leg is approximately 7-8 inches shorter than the right when standing. In (B)(6) 2013, recent x-rays show a girdlestones femur in significantly unchanged state from previously and very shallow acetabulum. Following advice from surgeon and second opinion, patient accepts that new prosthesis will not be implanted.

Event description:
During medical review of previous revision the following information was revealed: on (B)(6) 2009, the patient attended the emergency department, complaining of bleeding and oozing from the wound site, for which antibiotics were prescribed. On (B)(6) 2010, the patient is referred to dermatology for investigation due to continued bleeding and oozing from the wound. On (B)(6) 2010, the patient undergoes a surgical debridement and lavage of the wound and a active suction drain is inserted. Wound cultures taken on the (B)(6) 2010 indicate a coagulase (B)(6) staphylococcus. On (B)(6) 2010, the patient reports to hospital complaining of pressure and bulging in the scar over the hip joint. The swelling is perforated, pus is evacuated and the wound is irrigated and packed. On (B)(6) 2010, the patient undergoes a surgical procedure to remove an intrapelvic abscess, debridement of soft tissue and the extraction of all prosthesis. During this procedure the old extended osteotomy breaks and is fixed with a single cerclage wire. On (B)(6) 2010, the patient reports reduced but still present redness. On (B)(6) 2010, the patient undergoes CT-guided drain placement in the left iliopsoas for continued oozing. On (B)(6) 2011, the patient undergoes a procedure to remove the cerclage wire. During the remainder of (B)(6) 2011 the patient is seen 3 times for wound oozing, pain and high temperature. On (B)(6) 2011, a new strain of cns is identified. On (B)(6) 2011, the patient undergoes a resection of a fistula, curettage of femur, wound abrasion and bone debridement. In (B)(6) 2011, the patient undergoes further surgical debridement of wound following complaint of pain, high temperature and copious drainage from fistula sinus. On (B)(6) 2011, the patient is reviewed where the left leg is approximately 7-8 inches shorter than the right when standing. In (B)(6) 2013, recent x-rays show a girdlestones femur in significantly unchanged state from previously and very shallow acetabulum. Following advice from surgeon and second opinion, patient accepts that new prosthesis will not be implanted.

Manufacturer narrative:
An event regarding an infection involving a constrained liner was reported. The event was confirmed by the provided medical records. Medical records received and evaluation: a clinical clinician could not determine a root cause based on the provided medical records. Medical report concluded, "issue with multiple revision procedures ending in implant removal and girdlestone condition of left hip in (B)(6)-year old male receiving an accolade/trident arthroplasty in (B)(6) 2007. Early follow-up appeared fine but starting (B)(6) 2008 patient appeared to have had a confusion condition and fell a number of times after which pain appeared. Starting (B)(6) 2008, 1-year post arthroplasty, pain was noted in the left groin with a fluctuating swelling present since 1-month. A tumor investigation using CT-scan plus needle biopsy was performed based on ganglia-like or necrotic changes around the left iliopsoas muscle. No evidence for malignancy while infection parameters were not clearly positive. Starting (B)(6) 2009, almost 2-years postop arthroplasty, the hip started to dislocate requiring multiple closed reductions in the following months with additional brace support. Swelling and pain decreased somewhat but never disappeared. Following a new sequence of recurrent dislocations, revision surgery was performed in (B)(6) 2009, almost 3-years post arthroplasty with removal of components and exchange for an exeter stem plus a constrained acetabular cup. Surgery was complicated by prolonged discharge from the wound ending in a clear infected arthroplasty requiring multiple interventions in the subsequent months ultimately requiring complete implant removal in (B)(6) 2010, 3-years post first arthroplasty. Even after this surgery, multiple subsequent interventions were required for eradication of the infection. Given the severe course of the infection together with significant bone as well as soft tissue damage in the former arthroplasty area, a negative advice was provided regarding possible reimplantation of a new prosthesis. As such, the patient will continue with a girdlestone post-resection condition with some 7 - 8 inches leg length difference and significant loss of control over the left leg requiring orthopedic shoes for some adaptation. No final root cause can be established based on the current information although an assumption can be made regarding an adverse mix of patient-related and procedure-related problems to have most probably made their contributions. As discussed before, a combined effect of patient related factors in the sense of specific allergy to metal ion or other metal components that a few percent of the population would exhibit in combination with procedure-related factors in the sense of use of modular devices. The recurrent dislocation should be considered a direct consequence of the tissue necrosis in and around the hip area while the revision procedure performed for same unfortunately had infectious complications but as such also is linked to the same secondary adverse tissue response. Device-related factors do not appear to be apparent but also here we should mention that no explants are available for analysis to further help understand the case or exclude more positively device-related factors. More information regarding the metal ion status of the patient, the metal allergy testing by dermatology as well as explant materials analysis all might provide deeper insight into the conditions around the device failure in this patient although the puzzle may never be solved completely given the current still limited understanding of tissue interactions with metal ions." Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such pathology reports and metal allergy testing results are needed to complete the investigation for determining the root cause. Catalog numbers and lot codes of other devices listed in this report: 540-11-52e; trident shell; lot code: unknown

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown constrained liner. Additional devices listed in this report: - unknown exeter stem; - unknown 22mm femoral head; the information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.